Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1104 error code (backup alarm failed). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1104 (backup alarm failed). The rse advised the customer, that the recommended repair was to replace the central processing unit (cpu) board. The rse provided customer the part ID for a replacement cpu. The customer was also advised to reference the v60 service manual for restoring the v60 serial number and programming the power on hours. It was then reported that the customer replaced the cpu to resolve the issue. The option codes were then provided to the customer and the device was returned to service.